Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone that the insulin pump had medtronic display on the pump. Customer¿s blood glucose was 220 mg/dl at the time of incident. Customer stated that the buttons on insulin pump was not responding. Customer stated that the time was not advancing. Customer was monitoring insulin pump for 2 hours and frozen display was recurred. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies or frozen screen noted. However, corroded electronic assembly and corroded motor assembly noted during visual inspection.